Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The device was being used for the specimen retrieval of the appendix. The bag tore. The specimen did not fall into the patient. In order to resolve the issue and complete the case, another type of bag was opened and the specimen was retrieved. There was no patient harm. The patient outcome is alive, no injury.